Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced frequent low glucose events, predominantly in the evening and overnight, with a documented nadir of 39 mg/dl and concurrent episodes of hyperglycemia creating a rollercoaster pattern; low glucose was treated with oral carbohydrates including juice and candy, with slow glycemic recovery, and the device problem and component could not be specified due to insufficient information. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.